Event description:
It was reported that the patient underwent a right direct, open inguinal hernia repair procedure in 2008. Approx a month and a week later, the patient developed a post-operative wound infection with symptoms of fever and pain. The patient was given amoxicillin clavulanic acid for eight days. The infection was resolved eighteen days later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-00896. The same device is represented in each medwatch as it was involved in two events.